Event description:
Customer reported ma errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and performed a filament calibration. System operates as intended. This MDR is related to ge healthcare complaint.